Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance was low. The physician elected to abandon the right atrial lead and program the device to vvir. The pacing and sensing remain intact. No patient complications have been reported as a result of this event.